Event description:
Rec'd notice from FDA regarding an incident. Event description is as follows: volun (B)(6) 2014: port a cath fractured upon removal attempt. Pt unable to maintain stable vitals to allow for continued attempts to remove. Port a cath implanted (B)(6) 2009. Pt was leukaemia required cancer therapy and lab draws. Concern that this catheter should not have fractured like it did preventing removal. Attempts to get add'l details were made; none are forthcoming at this time.

Manufacturer narrative:
Voluntary report was rec'd via the us mail. The cover page for the report stated: the attached report, (B)(4), was rec'd through FDA's medwatch program. The MFR attempted to obtain add'l info regarding the report; add'l info has not been forthcoming at this time.